Event description:
It was reported that an end user who was using the hollister vapro catheters had trouble inserting two of the catheters but was successful catheterizing with the third one. It was reported that several days later, he was rushed to hospital and was told by the doctor he had urosepsis due to catheter use. In addition, it was reported that there were no issues with the lubrication, but it was just technique being that this was the first time this end user had performed self-catheterisation.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review conducted and no issues identified. Sterilization review conducted and all results were acceptable. Sample not yet returned for evlauation. The root cause of the reported urosepsis could not be determined.